Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon is almost like pulled apart... String falls off tampon [device breakage] case narrative: consumer reported via email that the tampons appears to be pulled apart and the string falls off on others. No injury was reported.